Manufacturer narrative:
The device history records for this lot, including the performance test records, found no issues. All performance testing passed. The material certifications were reviewed and found to be acceptable and within required specification. A representative sample of same umbilical cord clamp was submitted for evaluation. There were no findings as device meets current required specification. The root cause is undermined at this time. There are no planned corrective actions. The sales to complaint feedback ratio is found to be (B)(4) for last 24 months of shipments. Complaint reports are trended and managed through corrective and preventive action system. If more information becomes available, this complaint investigation will be reopened and follow up submitted. As of today, this complaint investigation is considered closed.

Event description:
Defective clamp umbilical cord found in ob pan pack during a medical procedure, no harm caused to the infant.